Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. The patient was a (B)(6) year old male of approx. (B)(6) kg. Physio-control performed a clinical review and determined that there is insufficient data within the file to determine the impact of the device use. There are no ECG tracings contained in the code-stat pco file to determine if the patient was in a shockable rhythm. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had experienced an issue during a patient event. In the downloaded electronic patient record, stryker observed that the device kept prompting "connect electrodes" and did not detect a patient. The patient did not survive the reported event.

Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates the customer contacted physio-control to report that their device had experienced an issue during a patient event. In the downloaded electronic patient record, stryker observed that the device kept prompting "connect electrodes" and did not detect a patient. The patient did not survive the reported event. Section b5, executive summary of the initial medwatch report should indicate the customer contacted physio-control to report that their device kept prompting 'connect electrodes' message when used with defibrillation electrodes during a patient event. The costumer used a back up device and multiple electrodes to continue patient care, however the issue remained the same. The patient did not survive the reported event. Section a4, weight and weight units of the initial medwatch report indicates blank. Section a4, weight and weight units of the initial medwatch report should indicate 70 and kilogram(s).

Event description:
The customer contacted physio-control to report that their device kept prompting 'connect electrodes' message when used with defibrillation electrodes during a patient event. The costumer used a back up device and multiple electrodes to continue patient care, however the issue remained the same. The patient did not survive the reported event.

Manufacturer narrative:
A physio-control field service technician evaluated the customer's device and was unable e to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device kept prompting 'connect electrodes' message when used with defibrillation electrodes during a patient event. The costumer used a back up device and multiple electrodes to continue patient care, however the issue remained the same. The patient did not survive the reported event.